Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported the patient felt a sudden onset of overstimulation, followed by a burning sensation at the ipg pocket. Although the patient denied any recent trauma to the ipg pocket, historically, he has fallen multiple times. The patient's scs system was reprogrammed and no further episodes of heating or overstimulation have been reported.